Manufacturer narrative:
The pt is reportedly doing well. External visual inspection of the explanted device revealed that the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The device passed the residual gas analysis test. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
It was reported that the pt fell in the bath tub and developed a bump on the head. The pt's device revealed open impedances. A CT scan revealed possible device electrode migration. Programming changes were made; however, the pt's performance decreased. The pt's device was explanted. The pt was reimplanted wit another advanced bionics cochlear device.